Event description:
A nurse mgr reported that the knives did not cut in two separate procedures. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The sample is available; however, mfg has not rec'd. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).